Event description:
It was reported that an asian female patient underwent a breast augmentation revision with unspecified mentor gel breast implants and experienced bilateral rupture post-operatively, which was discovered during explantation on (B)(6) 2021. The patient underwent removal and replacement with unspecified breast implants. This report is for the first of two devices.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).